Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the protective cap of the duodenovideoscope was missing when it was removed from the patient at the end of the procedure. A gastroscopy was done in an attempt to find the detached cap with no success. The procedure was prolonged for less than 30 minutes. There were no further reports of patient harm.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the investigation findings of the reported failure, do not lead to a clear conclusion about the cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received form the customer.